Event description:
It was reported that during a ptca/stenting treatment procedure, the pt2 moderate support 185 cm guidewire fractured. The pt was asymptomatic during this event. The lesions being treated were 99% stenotic and located in the right posterior descending (r-pda) and right posterior atrioventicular (r-pav) coronary arteries and the femoral artery. The physician used a 6f guidewire to the r-pda. He successfully deployed a cypher 2.5/18 mm stent after having carried out predilatation with a vento 2.0/20 mm balloon. Subsequently, he advanced the pt2 guidewire to the r-pav and performed balloon dilatation with a voyager 1.5/15 mm balloon. The physician planned to treat a femoral lesion next and advanced the pt2 guidewire to the femoral artery. He attempted to aspirate the thrombus with a 6f thrombuster device and at that time, noticed that about 40 cm of the tip of the pt2 guidewire was broken off. He successfully retrieved this fractured portion with a snare. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.